Event description:
It was reported that patient experienced pain at ipg site after losing a significant amount of weight. Surgical intervention was undertaken on 23sep2022 wherein the ipg pocket was moved to the opposite side of the body. Therapy was restored and pain at ipg site has resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.